Manufacturer narrative:
Manufacturers ref# (B)(4). G4) PMA/510(k): k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: on (B)(6) 2023 - difficult deployment of a celect platinum filter. Additional information received 28jul2023: filter didn¿t deploy from the hook initially. Patient outcome: the patient required an additional procedure due to this occurrence: they had to retrieve the mal-deployed filter and place another.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the filter did not release from hook initially. The mal-deployed filter was retrieved and another was placed. No reported harm to the patient. The coaxial sheath system and the jugular introducer were returned. When pressing the release button on the jugular introducer the hook did not move inside due to hardening blood/contrast, but a thorough investigation of the handle after opening it did not reveal any nonconformance. The cause for the reported failure cannot be determined, but the hardened blood/contract or use of excessive back tension during release may prevent the filter from releasing when the release mechanism is activated. However, relevant personnel have been notified and internal action has previously been initiated to address any difficulties in releasing the filter from the jugular introducer. Said action is still ongoing. There are adequate controls in place to ensure that the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the device history record was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 07aug2023: the buttons worked fine. The physician said he wasn¿t sure what was keeping it from releasing from the hook. The patient had normal anatomy.